Event description:
At the beginning of a case, during routine patient monitoring, the bis monitor connected to the patient made a loud "pop" and began smoking vigorously. The procedural team quickly disconnected the monitor and removed it from the room. The monitor then caught fire and was subsequently extinguished via fire extinguisher. Manufacturer response for bispectral index (bis) monitor, (brand not provided) (per site reporter). The manufacturer has sent mailing information so that the hospital can send the device to the vendor.